Event description:
It was reported that this right atrial (ra) lead had dislodged. The representative observed premature ventricular contractions (pvc) on the markers, but no activity was detected on the atrial lead. Technical services (ts) discussed that a pvc is defined as a v-v interval with no intervening atrial activity. This ra lead remains in service and will not be returned. No adverse patient effects were reported.